Manufacturer narrative:
The date of event is estimated as (B)(6) 2016 since the caller reported that the event occurred approximately three (3) weeks prior to his call on (B)(6) 2016. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history for strip lot 376877a was performed. In-house testing met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller (end user) alleged a variance between the inratio inr result and an alternate point of care (poc) inr result, which occurred approximately three (3) weeks prior to the phone call on (B)(6) 2016. Results are as follows: estimated date:01/01/2016, inratio inr: 1.5, poc inr: 2.4. Therapeutic range: 2.0 - 3.0. The time between testing was less than three (3) hours. There was no reported adverse patient sequela. There was no additional information provided.